Event description:
It was reported that the patient presented via merlin.net transmission, the right atrial lead exhibited noise. The patient was brought into the clinic; the noise could only be reproduced once by tapping on the device, all other attempts to reproduce noise failed. No intervention was reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.